Event description:
New information received notes programming changes were made. The patient condition was unchanged, there were no patient consequences.

Manufacturer narrative:
The device history record was reviewed; there were no non-conformances or rework associated with this batch/lot/serial number and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made at a future follow up in clinic. There were no patient consequences.